Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from a disposable cassette. The leak occurred during an dwell three of five of peritoneal dialysis. The patient will start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.